Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissor blade on the vasoview 7 xs would not move. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the shaft had sheared near the handle. A functional test was performed on the device. The bipolar scissors did not ope and closed. The fracture area of the shaft was inspected under a microscope; the fracture occurred near the handle of the scissors. While we were unable to conclusively determine, the reported event is likely attributed to excessive force on the shaft. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).